Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump received with critical pump error (open book). The crest and thus software was utilized and successful and a broken force sensor was detected during seating or regular delivery. Alarm found in the pump history. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump was cut open to perform visual inspection and found moisture damage electronic assembly, keypad flex tail, force sensor, internal battery, motor, force sensor, battery tube, 40 pin flexible printed circuit/lcd and vibrator. No moisture damage on the keypad dome switches and keypad traces during visual inspection. The force sensor offset measured out of spec range during testing (425.5mv). The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no critical pump error occurred during testing. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and critical pump error occurred during testing. Perform brush cleaning with the isopropyl alcohol the moisture damage area on the force sensor and reinstalled in a original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, constant critical pump error (open book) and a broken force sensor was detected during seating or regular delivery found in the long trace due to moisture damage on the force sensor. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with serial number label fading, cracked retainer, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer reported fluid under display and in battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.